Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced ineffective stimulation in her lower back. Subsequently, the pt underwent surgical intervention and trial pns leads were implanted. The pt underwent additional surgical intervention on (B)(6) 2013 and pns leads were implanted. The pt reported effective stimulation coverage postoperatively.